Event description:
It was reported that during a lap cholecystectomy, after the surgeon fired several clips the device jammed and would not fire. They completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Malformed clip, jaw or cam interface is disengaged the analysis results of the device found that it was received with one jaw and cam ramp disengaged. This condition would not allow the jaws to collapse in order to form the clips. The device was cycled and it ejected and malformed the remaining clips due to the found condition. Possible causes for the found condition of the jaws may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. In addition, the device locked out as intended but the orange indicator did not show up. This finding is not related to the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.